Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 35 mg/dl. Customer feel ok to troubleshoot. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Drive support condition was not mentioned. Customer blood glucose reading at the time of incident was 35 mg/dl. Current blood glucose reading is 162 mg/dl. Customer low blood glucose reading was treated with food. Customer did not report over delivery. The insulin pump passed pressure test. Customer changed their set on (B)(6) 2018. Customer was advised to call their healthcare provider. The product was not returned. The customer was not using auto mode feature during the serious injury.